Event description:
It was reported that the customer was sick for the last 2 weeks and his blood glucose had been running high in the 300 mg/dl range. Customer declined to troubleshoot and stated that the insulin pump has not alarmed no delivery. Customer thought he might have issues with the insertion sites. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.